Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Head became disassociated with trunion.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed following visual inspection of images of the explanted stem. Method & results: -device evaluation and results:visual inspection: the device was not returned, however images of the explanted accolade tmzf stem were made available. The images show wearing of the stem trunnion. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: not performed as the reported lot number is not valid. -complaint history review: not performed as the reported lot number is not valid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as correct device lot details, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Head became disassociated with trunion.